Event description:
The hospital reported that during the saphenous vein harvesting procedure, the image on the endoscope was cloudy. The same scope was used to complete the procedure. The hosp did not report any patient complications.

Manufacturer narrative:
Investigation results: scholly assessment received on july 21, 2006, indicates that the objective was damaged due to strong mechanical shock to distal tip. This is a result from mishandling of the scope.